Event description:
Olympus was informed that the electrosurgical generator 'esg-400' displayed error message e433 and auto-started itself continuously. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-jun-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to a regional repair center (rrc) in prerov, czech republik (returned to rrc on (2022/07/04). The evaluation/investigation at the rrc found damages on the generator¿s front panel, the top cover, lock of the data cable and confirmed the occurrence of error message e433, which in the case at hand was caused by a defect of the generator board. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. The reported damages to the generator¿s front panel, top cover and data cable were most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.